Manufacturer narrative:
This is a supplemental report to provide additional information. The subject device was returned to olympus medical systems corp. (Omsc) for evaluation. The probe had a mark contacted with the grasping section. The grasping section had a mark contacted with the probe. The tissue pad of the subject device was worn and partially separated. The manufacturing record was reviewed and found no irregularities. Based on the past similar cases, it was known that the tissue pad was damaged since the user activated output while the user grasped a thick and hard tissue at the distal part of the grasping section. The above device handling has warned in the instruction manual.

Manufacturer narrative:
The subject device was returned to olympus medical systems corp. (Omsc). The exact cause has been under investigation. A supplemental report will be submitted, if additional, or significant information becomes available at a later time.

Event description:
We received the following report. During a laparoscopic appendectomy, the subject device was used. Ultrasonic level error occurred. The intended procedure was completed with another device. There was no patient injury reported. On (B)(6) 2020, our sales representative found that the tissue pad was partially separated when he checked the returned device from the facility.